Event description:
During an evening home tpn infusion, the pump alarmed "error" and stopped the delivery. Multiple attempts to restart the infusion were unsuccessful. The next morning the patient reported the problem to the out-patient pharmacy and had the pump swapped out with a replacement, but most of the previous evening's infusion had been delayed. A functional checkout of the returned pump revealed a motor time-out hardware failure requiring it to be returned to the manufacturer for repair.